Event description:
The "slow gas loss" alarm sounded on the pump and the pump stopped. Event complications: none from the event-reported 1/20/97. Pt's current status: unk-rpt'd 1/20/97.

Manufacturer narrative:
H10-label code pos.2. Eval: underwater leak testing disclosed a leak in balloon membrane. Probable cause of difficulty: penetration is produced when membrane is subjected to stress during iabp. Membrane is stressed when balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in aortic arch, or enters subclavian artery.